Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal right coronary artery (rca). A 3.00x28mm synergy¿ drug-eluting stent was advanced but failed to cross lesion. While the physician was trying to cross the device, it was noticed that the distal stent struts were kinked. The procedure was completed with a different device. No patient complications were reported.